Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h6(health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions,) h11. Corrected fields: g2. A getinge field service engineer (fse) had found that the machine had an autofill failure symptom due to a leaking safety disk. The fse replaced the safety disk to resolve the issue. After replacing the parts, test all manifold drive: pass. Test the machine and it can be used normally; it can fill the balloon normally.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in block e1 : initial reporter: (B)(6). Event site city: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge field service engineer (gfse) during pm that the cardiosave intra-aortic balloon pump (iabp) had a autofill failure. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated field- b4,g3, g6, h2, h11 corrected field- h6-type of investigation, component codes.